Manufacturer narrative:
Date of event is an approximate with month-year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. Patient reported they last successfully charged their device about 6 months ago and were getting poor communication. The patient was redirected to their healthcare professional for possible over-discharge. No symptoms were reported. Additional information received from manufacturer representative reported that the device was over-discharged. The patient had not charged the device since (B)(6) 2016, and had not been seen in healthcare professional's clinic since 2012. The patient¿s wife died and the patient let the stimulator go into over-discharge. A trickle charge was being performed. It was reported that the trickle charge that was performed resolved patient's issue. Additional information was reported that the patient's recharger connector pin was broken and patient would need to hold pin in place in order to charger recharger. Additional information was received from a consumer. It was reported that the patient explained that when they charged it only took an hour to fill, and the charge only lasted 2 days. The patient stated that it normally took 3-4 hours to charge and the device would last 2 weeks. The patient stated that they would charge completely and it would show a full charge. The patient could not describe charge complete screen. The patient stated that they do not remember the screen they saw when they were charging, but all they recall was that the little bars on the bottom row and stated that it only took an hour to fully charge and only lasted a couple of days. The patient has not switched programs or parameters. The patient stated that around (B)(6) 2016 they were having problems charging. The patient stated that this started after they met with the manufacturer's representative (rep). The patient stated that it had been a while since they used the device. The patient got the reposition antenna screen on the recharger and was also unable to communicate with the recharger. The patient stated that it has been several months since they last charged/ the patient stated that they see the poor communication screen on the programmer. The patient confirmed that the issues of charging were after they met with the rep. The patient also stated that they have not felt stimulation in 8 or 9 months. It was reviewed that the patient was likely in over-discharge and were forwarded to their healthcare professional. Additional information was received from rep stating that patient's device was over-discharged again. The rep saw the patient at their new healthcare professional's office. Patient reported that they tried recharging for several weeks after last over-discharge and it would discharge in 2 days and patient got tired of keeping up with it. Healthcare professional planned to replace the ins but no date was set at this time. No further complications were reported or anticipated.